Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:02:13. During night drain cycle four, the patient's ultrafiltration reading was 1520ml, indicating the home patient (hp) drained 1520ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the increased intra-peritoneal volume (iipv) event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes visual inspection, functional and electrical testing on the device. The functional rite failure found will be captured and reported through (B)(4). The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.